Event description:
It was reported that pump began burning and melting while customer was charging it using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump and goodwill replacement charging supplies, instructed customer to let pump battery fully deplete before return, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device, with return of problematic pump using prepaid label within 10 days.